Event description:
When replacing a pulse generator that was at end of useful life, the physician noted the ventricular lead was fractured. The leaqd was capped and left in place and a new ventricular lead was implanted.